Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported on 0001825034-2013-01824.

Event description:
It was reported from patient's legal representative that patient underwent a total hip procedure on (B)(6) 2009. Revision procedure was performed on (B)(6) 2013, due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.